Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. At the time of this report, the patient was ¿an inpatient in the hospital with peritonitis¿ (unspecified dates). On an unreported date, pd therapy was discontinued. No additional information is available.